Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2013-17073 and 1627487-2013-17075. It was reported the patient experienced a fall and afterwards began experiencing uncomfortable stimulation. X-rays confirmed the scs leads had migrated. Subsequently, surgical intervention was scheduled to address the issue. It was also reported in pre-operative the patient complained of her scs ipg protruding. Therefore, the patient 's entire scs system was explanted and replaced which resolved the issues. The scs ipg was replaced with a model 3788.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.